Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Corrected: d4 (primary unique device identification number), h6 (component codes). Visual examination of the returned product identified device was found in the carton with no other packaging. Upon visual review the device was found to have foreign debris stuck to surface. A hole was confirmed near the through hole. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, d9, g3, g6, h2.

Event description:
It was reported that a small hole was found in the packaging. The device was found to be damaged. There was no damage to the outer packaging. There was no patient involvement.

Event description:
It was reported that a small hole was found in the packaging. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). E1: (B)(6). G2: foreign: hong kong. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.